Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: . Section h6 was corrected according to the newly received information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty on an unknown date. Subsequently, the patient was having pain and had a left knee total revision surgery due to a marked polyethylene wear and/or fracture, there was also osteolysis and mild posterior subsidence of the tibial component concerning for aseptic loosening. All available information has been provided.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty on an unknown date. Subsequently, the patient had a left knee total revision surgery due to unknown reasons. All available information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown, femoral component, unknown. Unknown, articular surface, unknown. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h2, h6, h10, h11. D4: primary unique device identification (UDI) number is not applicable as the product number of the device is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Visual examination of the photos provided identified explanted femoral, tibial and articular surface components covered in bio-debris. The explanted tibial component showed signs of extreme wear with a visible hole fractured through the device. The explanted articular surface component also showed signs of extreme wear, with the component also being visibly fractured. No devices were returned, therefore no further evaluations can be made. Part and lot identification are necessary for review of device history records; neither was provided. Insufficient information provided. Unable to perform a compatibility check. A complaint history review cannot be performed without product identification. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: there is marked asymmetric medial compartment joint space narrowing, indicating marked polyethylene wear and/or fracture. Mild osteolysis and posterior subsidence of the tibial component concerning for aseptic loosening. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.